Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim ccu and imc units have been having issues with this tubing venting properly when administering medication and IV's. From what I've been told the tubing isn't flowing like it should be when using it. The nurses have been having to poke larger holes in the vent cap attached to the drip chamber to open the vent up and allow the fluid to flow more freely. This has been identified as a huge concern. I am unsure if this was isolated to one lot number or multiple. I have asked the nurses to start tracking that information for trending and documentation.

Manufacturer narrative:
It was reported that there were flow issues. One sample model 2420-0007, lot 24113195 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water using an IV bag and vial. No flow issues observed. The customer complaint could not be verified. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.